Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator had a possible water to blood leak and hemolysis. The pt suffered temporary renal failure and intervention was necessary to prevent serious injury. No further info about the event or the pt's condition was provided. The customer has not implicated the device as the cause but would like (B)(6) to perform testing to confirm that the oxygenator did not malfunction.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).